Event description:
The shaver blade left metal shavings in the pts shoulder. There were no problems reported to the outcome of the procedure.

Manufacturer narrative:
At this point in time depuy mitek is awaiting receipt of the complaint device, so a root cause failure can be performed. When the root cause analysis has been completed, the results and conclusions of the eval will be reflected in a follow up report.